Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-02868, -2013-02868, -2016-04280). This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Event description:
Patient experienced pain, loss of mobility, and ambulation difficulties approximately 3 years post-implantation on the left side. No revision procedure has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device is manufactured by zimmer biomet in (B)(4) and should have been reported under a different MFR number. This report should be voided and a report has been submitted under the correct MFR (reference 0009613350-2017-00406).